Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant breaching the neuroforamen. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI numbers: ifuse implant, p/n 7060-90, lot# i0850, manufactured 10/28/2013, expires 2018-10, (B)(4). Ifuse implant, p/n 7040-90, lot# 166195, manufactured 11/05/2013, expires 2018-11, (B)(4). Ifuse implant, p/n 7040-90, lot# 166195, manufactured 11/05/2013, expires 2018-11, (B)(4). Ifuse implant, p/n 7050-90, lot# i0914, manufactured 01/15/2014, expires 2019-01, (B)(4).

Event description:
The patient has had bilateral si joint arthrodesis with the left side being performed in (B)(6) 2013 and the right in (B)(6) 2014. An additional implant was added to the left side in (B)(6) 2014 and one implant was added to the right side in (B)(6) 2014. The patient had initial pain relief following the initial surgeries, but over time pain increased on the left side. The surgeon determined that a left side implant had breached the s2 foramen. The patient requested that all left side implants be removed. In (B)(6) 2015, the surgeon performed a revision surgery where he removed all four left side implants. The implants were solidly fixed in bone and took considerable effort to remove. The explant voids were filled with bone graft. The implants on the patient's right side were not adjusted or removed and remain in place. The status of the patient following this revision surgery is not yet known.